Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with a broken vitreous cutter connector, light not working, and a tray arm that needs to be adjusted. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported ¿arm issue¿ was confirmed. The company representative was able to bend the arm back into place to resolve the issue. The reported ¿light issue¿ was not replicated. However, as a preventive measure, the lamp was subsequently replaced. The reported ¿connector issue¿ was found to be non-conforming. Therefore, the connector (female) was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on april 25, 2012. Based on qa assessment, the system met specifications at the time of release. The root cause of the reported ¿tray arm issue¿ can be attributed to the bent pins at the elbow. However, how or when the pins became nonconforming cannot be determined conclusively. The root cause of the reported ¿light issue¿ cannot be determined conclusively. The root cause of the reported ¿connector issue¿ was confirmed. The connector was replaced to resolve the issue. (B)(4).